Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. The device would not power up with the battery supplied, the device functioned normally with a new 9 volt battery. Battery returned measured 6.64 volt no load and 3.970 volt with a 128 ohm load. It was noted low battery indication is 7.2 volts nominal and end of operation is 6.3 volts nominal. (B)(4).

Event description:
It was reported the device was frozen on zeros on all settings, not responding to unlock commands. The device was returned for repair. No patient complications have been reported as a result of this event.